Event description:
It was reported that prior to an unk procedure, the anvil head could not be seated in the shaft. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.